Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user could not dial-in due to the account inactivity. A technical support specialist (tss) logged into the es server and temporarily updated the inactive user duration setting from 90 days to unlimited. The customer was notified, and the affected user was able to log in to the medstationes successfully. The setting was then restored to 90 days. The customer confirmed the issue was resolved and approved case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to login for specific user after long duration. There were no adverse events or injuries reported based on this event.